Manufacturer narrative:
Na.

Event description:
It was reported that there was a leak on the back of the filter of a primary plum set. There was patient involvement and a delay in therapy due to the chemo being remade; however, no harm was reported. Testing confirmed the complaint of leakage during use with an unspecified chemotherapy drug. The product was tested per product specification. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material. The device history (DHR) was reviewed and there was no non-conformances that would have led to the complaint reported.